Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported that following the use of excessive force to disconnect the yellow luer from the purge sidearm, leaking was noted from the yellow check valve. Both the purge cassette and purge solution were replaced, but the issue persisted. The impella 5.5 pump was subsequently removed in response to the purge leak. There was no patient harm.

Manufacturer narrative:
The investigation for the purge leak has been completed. Data logs were reviewed and the purge leak was confirmed on 11/4 by "purge system open" alarms. Additionally, it can be seen that the team attempts to replace the purge cassette several times, but the low purge pressure persists. Product was not returned for investigation, but clinical details report that excessive force was used when trying to disconnect the yellow luers during a purge cassette change. This caused a leak from the sidearm check valve. Based on clinical details and data logs, the root cause of the purge leak was determined to most likely be a damaged sidearm due to excessive force.